Event description:
Pt underwent bilateral breast implantation in 1988. Pt experiencing problems with changing shape due to capsular contracture & stabbing pains in chest. The pain, contracture and pt's desire to have children without fear of complications necessitate removal.